Event description:
A peritoneal dialysis (pd) patient reported that during a pd treatment the patient discovered a fluid leak. There was an air detected in cassette warning during an unknown phase of treatment. There were multiple warnings. The patient found fluid on the floor near the last bag line and the drain line. Fluid leaked from the two lines for unknown reason. In a follow up, the patient's caregiver verified the fluid leak and said there was no harm, intervention or adverse event due to the leak. The patient is using the same cycler and has been doing treatments since with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.